Event description:
A 2.5 mm diameter x 18 mm length endeavor otw drug-eluting coronary stent delivery system was inserted into a patient for the treatment of lad lesion. Lesion morphology was reported to be severely calcified. The lesion was pre-dilated. A stent was placed previously in the heavily calcified lad. It was reported that the physician was attempting to cross the lesion; however, the stent would not cross the lesion. The physician pulled the catheter back; it was noted that the stent had gotten hung up in calcium and had dislodged. It was reported that the physician inserted a balloon through the un-deployed stent and deployed the stent in the proximal lad. The lesion site was not treated. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: embolism-device, severely calcified. Conclusions: severely calcified. Patient secondary intervention.